Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Philips was unable to replicate the reported problem. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing it was indicated that there was as speaker malfunction at the time of the event. The speaker has been replaced per current process. The device was operational after repairs were completed.

Event description:
The customer reported a speaker malfunction. It could not be confirmed if there were audible tones. The device was not in use on a patient at the time of the event. There was no adverse event reported.